Manufacturer narrative:
(B)(4) - meter (B)(4) has been returned and an investigation is in process. This is an initial report. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving erratic readings on his precision xtra blood glucose monitor. The reported readings were 33 mg/dl and 294 mg/dl performed within 10 minutes on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.